Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 06-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the trial was performed with success. The day prior to the day of the report the definitive implant was performed. The physician reported that the lead couldn't be inserted in the ins once he disconnected it to the trial extension cable. It was noted that there was mechanical resistance. Visual inspection showed that the proximal contact "7" was slightly deformed. The impedance test was performed and the impedances were in the correct range. The healthcare provider decided to cut the contact "7" and inserted the lead to the ins with success. Impedance test was performed again and the impedances were still in the correct range except the contact that was cut. No further complications were reported or anticipated. Additional information received reported that the patient was doing well and receiving effective therapy. No further complications were reported or anticipated.